Event description:
It was reported that patient underwent total hip arthroplasty on an unknown side on (B)(6) 2005. Subsequently, patient was revised on (B)(6) 2014 due to pain. Patient underwent second revision procedure on (B)(6) 2014 due to dislocation of acetabular cup. During the revision, an acetabular augment was used and the cup was replaced.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "dislocation and subluxation due to inadequate fixation and improper positioning." This report is number 2 of 2 mdrs filed for the same patient (reference 1825034-2014-08349).